Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if the kinked cannula or any other product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient's had been hospitalized with a diabetic ketoacidosis (dka). The pod's cannula was kinked. The patient's blood glucose level reached 287 mg/dl and she was vomiting. The patient's blood glucose reading at the hospital was 450 mg/dl. The patient was treated with a dextrose strip and a bag of regular insulin for 36 hours. The patient's blood glucose and insulin history is as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated and performed as designed. Investigation results found no defects or deficiencies that would result in the cannula failing to insert correctly and/or the pump failing to deliver. No kink or bend was observed on the cannula. No malfunction or other product condition that would have contributed to reported hyperglycemia was found.